Event description:
It was reported that pump experienced malfunction . There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, received instructions from technical support on resetting pump, allowing battery to fully deplete, programming settings and reconnecting continuous glucose monitor on replacement pump, and was instructed to return malfunctioning pump using prepaid label, with replacement pump serial number to be provided when available.